Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Provider states the sling material is causing shearing. Provider states the end user has not been injured.